Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the knob was damaged. There was reportedly no patient involvement.

Manufacturer narrative:
The rse evaluated the device remotely however the customer indicated that they would handle the repair on their own and philips's intervention is not needed however the rse instructed to contact philips if necessary. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the knob. The reported problem was confirmed. The customer decided to remedy the issue on their own. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device knob was damaged and needs a handle. There was no patient involvement.